Manufacturer narrative:
One (1) diagram / drawing was shared by the customer, where looks to be indicating where the leakage in the device is located. One (1) used sample item list #011-am6118 was received for evaluation. As received no significant damage or anomaly were observed. Once the set was tested it was confirmed a drop of water coming from the union between the manifold and male luer connection. No additional leaks were observed along the device. Complaint of leaks can be confirmed based on the physical sample evaluation. The probable cause was due to an incomplete insertion during manufacturing process assembly in ensenada.

Event description:
The incident involved a proximale - 28 cm (11") smallbore ext set w/6-port nanoclave® manifold, check valve, nanoclave® (red rings), rotating luer device on an unknown date. The customer reported that there was a leak on the device. The event was observed during use on a patient but with no undesirable clinical consequences. There was a delay in therapy given by the time to change the device and the therapy has been completed. There was no blood loss considered clinically significant. The drug administered was physiological serum. The leak did not come into contact with the patient. The patient's condition has no clinical change following the incident. The patient received the full intended dose. There was patient involvement but no harm was reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.